Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started essure (ess205) at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain, cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), fatigue ("fatigue") and amnesia ("memory loss"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, dysgeusia, weight fluctuation, migraine, fatigue and amnesia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, dysgeusia, weight fluctuation, migraine, fatigue and amnesia to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 11 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included bloating and dizziness. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems") and the first episode of weight fluctuation ("weight gain/weight loss"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe menstruation pain"), alopecia ("hair loss") and fatigue ("fatigue"). In 2005, the patient experienced functional gastrointestinal disorder ("leaky gut"). On (B)(6) 2008, the patient experienced rhinorrhoea ("chronic nose running"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In 2015, the patient experienced vision blurred ("eyes felt foggy and coated"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metal taste in mouth"), the second episode of weight fluctuation ("weight fluctuations"), amnesia ("memory loss"), fibromyalgia ("fibromyalgia"), night sweats ("night sweats") and white blood cell count increased ("high white blood cell count"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, the last episode of weight fluctuation, migraine, fatigue, amnesia, vaginal haemorrhage, menorrhagia, rhinorrhoea, fibromyalgia, mood swings, hot flush, night sweats, white blood cell count increased, depression, anxiety, headache, tooth disorder, vaginal discharge, vision blurred and functional gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, functional gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rhinorrhoea, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, white blood cell count increased, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, heavy bleeding, abdominal pain, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included bloating and dizziness. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems") and the first episode of weight fluctuation ("weight gain/weight loss"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe menstruation pain"), alopecia ("hair loss") and fatigue ("fatigue"). In 2005, the patient experienced gastrointestinal hypermotility ("leaky gut"). On (B)(6) 2008, the patient experienced rhinorrhoea ("chronic nose running"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In 2015, the patient experienced vision blurred ("eyes felt foggy and coated"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metal taste in mouth"), the second episode of weight fluctuation ("weight fluctuations"), amnesia ("memory loss"), fibromyalgia ("fibromyalgia"), night sweats ("night sweats") and white blood cell count increased ("high white blood cell count"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, the last episode of weight fluctuation, migraine, fatigue, amnesia, vaginal haemorrhage, menorrhagia, rhinorrhoea, fibromyalgia, mood swings, hot flush, night sweats, white blood cell count increased, depression, anxiety, headache, tooth disorder, vaginal discharge, vision blurred and gastrointestinal hypermotility outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal hypermotility, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rhinorrhoea, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, white blood cell count increased, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kgs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, heavy bleeding, abdominal pain, fatigue, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, concomitant disease drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, chronic nose running, fibromyalgia, mood swings, hot flashes, night sweats, high white blood cell count, depression, anxiety, headaches, dental problems, vaginal discharge, eyes felt foggy and coated, weight gain, weight loss and leaky gut were added from pfs and updated events and event outcome was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 11 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.